Event description:
One of the nurses reported the catheter was "cracked". She removed the catheter from a patient who was complaining of pain and they could not flush it. Upon removal the line was cracked.

Manufacturer narrative:
(B)(4). The customer returned an endurance catheter for investigation. No other components from the endurance catheter were returned. Visual examination of the catheter revealed the catheter was torn on the proximal end. The catheter's edges at the point of separation appeared jagged. In addition, the walls of the catheter near the point of separation appeared stretched and cave inward, which is a sign of necking. Both defects occur when an undue amount of tension has been placed on the catheter, causing it to separate. The catheter body was torn approximately 14 mm from the distal end of the juncture hub. The catheter body length and outer diameter were measured and were found to be within specification. The inner diameter cannot accurately be measured due to the design of the product. A device history record review was performed with no relevant findings. The instructions for use provided with this kit warns the end user not to force catheter if resistance is encountered during advancement. The IFU also states not to apply tape , staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. It also warns the end user to avoid placement or securement in an area of flexion and avoid kinking when securing the catheter to patient. The report that the catheter body was torn was confirmed by complaint investigation. Visual examination of the catheter revealed the catheter was torn on the proximal end. The catheter's edges at the point of separation appeared jagged. In addition, the walls of the catheter near the point of separation appeared stretched and cave inward, which is a sign of necking. Both defects occur when an undue amount of tension has been placed on the catheter, causing it to tear and separate. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the received sample, it was determined that operational context caused contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). The customer returned an endurance catheter for investigation. No other components from the endurance catheter were returned. Visual examination of the catheter revealed the catheter was torn on the proximal end. The catheter's edges at the point of separation appeared jagged. In addition, the walls of the catheter near the point of separation appeared stretched and cave inward, which is a sign of necking. Both defects occur when an undue amount of tension has been placed on the catheter, causing it to separate. The catheter body was torn approximately 14 mm from the distal end of the juncture hub. The catheter body length and outer diameter were measured and were found to be within specification. The inner diameter cannot accurately be measured due to the design of the product. A device history record review was performed with no relevant findings. The instructions for use provided with this kit warns the end user not to force catheter if resistance is encountered during advancement. The IFU also states not to apply tape , staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. It also warns the end user to avoid placement or securement in an area of flexion and avoid kinking when securing the catheter to patient. The report that the catheter body was torn was confirmed by complaint investigation. Visual examination of the catheter revealed the catheter was torn on the proximal end. The catheter's edges at the point of separation appeared jagged. In addition, the walls of the catheter near the point of separation appeared stretched and cave inward, which is a sign of necking. Both defects occur when an undue amount of tension has been placed on the catheter, causing it to tear and separate. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the received sample, it was determined that operational context caused contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
One of the nurses reported the catheter was "cracked". She removed the catheter from a patient who was complaining of pain and they could not flush it. Upon removal the line was cracked.

Manufacturer narrative:
(B)(4).

Event description:
One of the nurses reported the catheter was "cracked". She removed the catheter from a patient who was complaining of pain and they could not flush it. Upon removal the line was cracked.